Event description:
During preventative maintenance of the device, the user reported the device cord was almost severed due to the wheels running over it. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance, there was no patient involvement during this event.